Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The plunger head was a little loose. An error code was found in the ehl (event history log). A syringe delivery test was performed. The customer reported issue was not duplicated as the device seems to operate as intended. The root cause of the reported issue is attributed to the plunger head being a little loose, possibly causing the intermittent invalid syringe size. The two screws on the carriage were tightened up. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
Additional information was received by the manufacturer and attached on (B)(6) 2022, did not fail on the patient.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented an invalid reading. No patient injury was reported.